Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high shock impedance measurements. All of the other parameters were within limits. The impedances ranged are from 94 ohms to 110 ohms. Additional information was received indicating that an 11j synchronized shock was delivered to test the impedances. The impedances were 93 ohms, and the physician will continue to monitor. At this time, this system remains in service. No additional adverse patient effects were reported.